Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent resume pump alarms. The customer could not identify a cause for the alarm. The customer's blood glucose level was not impacted. As the resume pump alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the alarm.